Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported prior to use the sensor look tampered with, and the ¿sensor pack looks open¿. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor. Visually inspected applicator and cap. Observed sensor was in an unfired applicator. Sensor cap was retained within the applicator cap. Observed sharp tip was bent. Observed minor damages on sensor cap. Observed tamper seal was broken. An extended investigation was observed. Performed an internal visual inspection on the sensor hpqe observed a bent sharp and damage to the sensor cap, confirming previous phase findings. The sensor initial data was reviewed. To confirm the functionality of the returned sensor. Hpqe performed a visual inspection and found the sensor still in an unfired applicator with a bent sharp body and bent sharp tip. No other functional testing was required for this issue. A bent sharp can occur due to the customer double capping the applicator after opening it. The returned sensor being in state 1 (storage) further confirms the fact that the customer double capped the applicator. The issue is not confirmed to use due to double capping. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported prior to use the sensor look tampered with, and the ¿sensor pack looks open¿. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.